Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have resolved. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient experienced fluid behind the ear drum. The recipient presented with intermittencies. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. The recipient was prescribed antibiotics (type unknown).